Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the perforation and dyspareunia outcome was unknown. The reporter considered dyspareunia and perforation to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (ess205) (batch no. 621559-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge"), post procedural complication ("post procedural complication") and mental disorder ("psychological injury"). The patient was treated with surgery (hysterectomy-uterus+cervix). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation, dyspareunia, post procedural complication and mental disorder outcome was unknown and the pelvic pain, menorrhagia, metrorrhagia and vaginal discharge had resolved. The reporter considered dyspareunia, menorrhagia, mental disorder, metrorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Psych injury related to essure. Yes. Injuries resolved post removal pain, bleeding/urinary removal date discrepancy- as per pif (B)(6) 2007. Lot number reported is ( 621559 ) is invalid. Most recent follow-up information incorporated above includes: on 3-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (ess205) (batch no. 621559) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge"), post procedural complication ("post procedural complication") and mental disorder ("psychological injury"). The patient was treated with surgery (hysterectomy-uterus+cervix). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation, dyspareunia, post procedural complication and mental disorder outcome was unknown and the pelvic pain, menorrhagia, metrorrhagia and vaginal discharge had resolved. The reporter considered dyspareunia, menorrhagia, mental disorder, metrorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Psych injury related to essure. Yes. Injuries resolved post removal pain, bleeding/urinary removal date discrepancy- as per pif (B)(6) 2007 most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet: received. Essure lot number added. On (B)(6) 2007, she explanted essure (previously reported as (B)(6) 2009). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge"), post procedural complication ("post procedural complication") and mental disorder ("psychological injury"). The patient was treated with surgery (hysterectomy-uterus+cervix). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the uterine perforation, dyspareunia, post procedural complication and mental disorder outcome was unknown and the pelvic pain, menorrhagia and vaginal discharge had resolved. The reporter considered dyspareunia, menorrhagia, mental disorder, metrorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Psych injury related to essure. Yes. Injuries resolved post removal pain, bleeding/urinary removal date discrepancy- as per pif (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events pelvic pain, menorrhagia, metrorrhagia and vaginal discharge & post procedural complication were added.previously reported event "perforation of organ", pt updated to uterine perforation because removal surgery is specified as "hysterectomy". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove the essure implant ). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the perforation and dyspareunia outcome was unknown. The reporter considered dyspareunia and perforation to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.